Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving appropriate high voltage therapy due to ventricular fibrillation (vf) episodes. It was elected to keep the patient in the hospital overnight to be monitored. While in the hospital, the patient experienced an episode of vf which was not treated with high voltage therapy by the device. As a result, an external defibrillator was used to terminate the arrhythmia and cardiopulmonary resuscitation (CPR) was performed. Interrogation of the device was attempted but unsuccessful because the device was in backup mode. Abbott technical support was contacted and backup mode without defibrillation support was confirmed. The device was restored to normal function and is anticipated to be explanted. The patient will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3, h6 : the device was above elective replacement indicator (eri) when received. The cause of the bvvi was determined to be power-on-reset (por) while the device was delivering high voltage therapy. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. The cause of the por could not be conclusively determined. The reported field event of backup vvi was verified in the lab.

Manufacturer narrative:
Additional information: h6. The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. The cause of the bvvi was determined to be power-on-reset (por) while the device was delivering high voltage therapy. An arc mark was present on the can of the device. Energy-dispersive x-ray spectroscopy (edx) analysis confirmed lead material was present in the arc mark, indicating that a lead to can arcing had occurred. The cause of the field event was found to be due to a lead to can arcing caused by a lead anomaly. The reported field event of backup vvi was verified in the lab. Intermittent noise on the atrial channel was also confirmed by reviewing the device image.